Manufacturer narrative:
B4:(B)(6) 2021. The device was evaluated by the customer and a philips international field service engineer (fse) who confirmed the reported issue. It was determined that the blower was not running based on the air valve liftoff failure error code. The customer would have been recommended to replace the blower motor controller board, however, since the product end of life (eol) and the part is not available the case was closed without correcting the issue. No other anomalies were reported.

Event description:
The customer reported a ventilator was auto-restarting. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.